Event description:
A registered nurse reported that, while in a cranial procedure, they were able to pass registration using tracer, however, the surgeon reported "something was off." After draping, no pt images were visible on the screen but the cross-hairs were green. When the passive planar blunt was placed on the tip of the nose, the cross-hairs moved to the forehead in the axial view. No other images were on screen. Navigation was discontinued and the surgery proceeded to completion. There was no impact on the pt outcome.

Manufacturer narrative:
A medtronic rep at the site was unable to replicate the issue. Software has not been evaluated as of the date of this report.